Event description:
It was reported that the customer was admitted in the emergency room for low blood glucose. It was stated that the customer's blood glucose was low two days ago, and she fell and broke her hip. It was stated that the customer would go for hip surgery. It was also stated that the insulin pump was 11 hours off. Troubleshooting was performed. The bolus history revealed a bolus, which may have caused her low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.